Manufacturer narrative:
Device 3 of 5.

Event description:
Unomedical reference number (B)(6) event occurred in spain. It was reported by the patient that five cannulas are bent within one hour of use. No further information was available.